Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 107, which was observed during power up. System error 107 was confirmed through review of the event history log and caused by a severed motor mount screw lodged between the gears. The motor assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump displayed system error 107. Any patient involvement, injury or medical intervention is unknown.